Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to the implant procedure, the right atrial (ra) lead was tested and the helix extended without issue. Once implanted, the ra lead noted poor measurements. After being repositioned, helix extension issues were noted. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.